Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not used at implant as the device was unable to be interrogated. A new s-ICD was successfully implanted with no adverse patient effects reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Tones were able to be emitted from the device, however multiple attempts to establish radiofrequency (rf) communication were unsuccessful. The rf wake-up period was tested which found numerous pulse waveforms were not as expected. The no telemetry condition is consistent with a shortened telemetry wake-up pulse behavior associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not used at implant as the device was unable to be interrogated. A new s-ICD was successfully implanted with no adverse patient effects reported. The product has been received for analysis. This report will be updated upon completion of analysis.